Event description:
The customer reported to olympus that during a procedure, the evis lucera elite colonovideoscope presented with an angulation malfunction. The intended procedure was completed with a similar device. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle was clogged with white debris. The foreign material left in the nozzle, can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: light cover glasses were chipped; light cover glasses adhesive was worn; optical cover glass adhesive was worn; outlet pipe condition had blockage; distal end adhesive was worn; up/right angle was inoperative; up/down angle control assembly was loose; water flow and water removal did not meet specification; electrical safety test was not to specification; and the UDI label was worn. The customer was not willing to provide any information for their reprocessing practice to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although it was confirmed that foreign material was protruding from the air/water nozzle, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and there were no reported deviations from the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.